Event description:
Right total hip replacement on (B)(6) 2006. She received the depuy total hip pinnacle 300 acetabular cup, sz mm 52, pinnacle metal insert 36mmid x 52mmid, and the articul/eze metal on metal femoral head 36mm +8 12/14 cone. Since her hip replacement in 2006, she has suffered from severe pain in her right hip that is so severe that it is difficult to get out of bed in the morning. The pain worsens when walking, limiting her mobility and interfering with her daily life. Reason for use: avascular necrosis of right hip status post femoral neck fracture.